Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the implantable cardioverter defibrillator had inappropriately binned multiple rhythms as ventricular tachycardia and fibrillation, and in one instance provided an inappropriate shock. The patient presented to clinic for follow up on (B)(6) 2021, where an x-ray revealed that the right ventricular lead had dislodged near the valve, and was oversensing far p-waves. The device was reprogrammed to pacing and tachycardia therapies off. Then on (B)(6) 2021, the right ventricular lead was explanted and replaced. The patient was asymptomatic and in stable condition throughout.